Event description:
Uses two heat wraps for 10 hours a day each. [Device misuse]. Case description: this is an initial spontaneous report from a contactable consumer. This (B)(6), white female consumer started using heat wrap (thermacare lower back and hip) approx 4 years ago for a back injury, multiple back surgeries and sarcoidosis of spine. She currently uses two heat wraps for 10 hours a day each. The relevant medical history included high blood pressure, deterioration of spine, muscle spasms, damage to spinal cord, chronic pain, chronic arthritic changes, leg spasms and gastric problems since unk dates. The relevant concomitant medication included lisinopril since an unk date, at 20mg daily, orally, for high blood pressure; metaxalone (skelaxin) tablet since an unk date, at 800mg three times a day, orally, for muscle spasms; tizanidine hydrochloride (zanaflex) table since an unk date, at two and a half tablets of 4mg each daily, orally, for damage to spinal cord, deterioration of spine and leg spasms; ibuprofen since an unk date, at 800mg three times a day, orally, for chronic arthritic changes and chronic pain; methadone since an unk date, at 10mg every 8 hours, orally, for chronic pain and esomeprazole magnesium (nexium) capsule since an unk date, at 40mg two times a day, orally, for gastric problems. The consumer reported that she had used a defective heat wrap on an unk date a year ago for the first time and after that she had used two other defective heat wraps on unk dates. The relevant lab data was unk. The consumer was still using the heat wraps at the time of the report.